Event description:
Clinic notes from a vns treating physician were rec'd by the MFR and reviewed on (B)(6) 2011. Clinic notes dated (B)(6) 2011 and (B)(6) 2011 state that the pt was experiencing sleep apnea. The pt's generator was disabled on (B)(6) 2011. Good faith attempts for further info from the physician have been to no avail thus far. If add'l info is rec'd, it will be reported.